Manufacturer narrative:
(B)(6). Device eval by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The balloon was attached to an inflation device, subjected to positive pressure to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 3 mm proximal from the proximal end of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified no issues with the hypotube shaft that could have contributed to the complaint incident. A visual and tactile examination of the extrusion shaft identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous superficial femoral artery. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon was ruptured upon third dilation at 6 atmosphere (atm). The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. Patient was good post procedure.